Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, b4, b5, b7, g3, g6, h2, h6, h11 the reported event could not be confirmed. Product has not been evaluated as it has been determined the event is not related to device. The device history record was not reviewed due to: this is a limited investigation, as per gblw04003, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Root cause has been identified as the root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent an initial wrist surgery approximately two (2) years and six (6) months ago. The patient on and unknown date reported that they were having mild/moderate ain neuropraxia and thumb weakness, prominent plate in their last follow up appointment. No treatment was done at the time. Subsequently, the patient on and unknown date suffered from compartment syndrome and underwent fasciotomies. It is unknown if the event is resolved at this time. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.